Event description:
The customer returned the laparoscope, gynecologic to the service center for a separate issue. During device analysis, the service technician identified that the fiber bonding in the outer tube area (distal end) was damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.